Event description:
It was additionally reported that the lead was explanted and replaced.

Event description:
It was reported that while performing atrial threshold test, the ventricular lead was noted to lose capture. The lead was also noted to have high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).